Event description:
It was reported that: the pt was contacted by his surgeon regarding the recall and advised to register with stryker. The pt has been having pain off and on in the implanted hip. The pt will call to schedule an MRI, blood work and an office appointment with the surgeon today.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risk associated with these devices. The reported event is considered to be under the scope of this recall.